Event description:
Customer had a pod which she had to remove after 1.5 days of wear because she did not think it was delivering insulin correctly. She said her bg was "about 200" before going to bed, and when she woke up in the morning, her bg had risen to 398. She initiated a bolus, took a walk, and checked her blood sugar again 90 minutes later, to find that it had risen to "high". She removed the pod, and did not see any blood in the cannula or infusion site. She then took an injection and said her bg "returned to normal eventually." She did not provide any more detailed information about her bg levels after removing the pod. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.